Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away during the night/early hours of the morning. Cause of death has not yet been determined. Coroner's report is not yet available.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: review of the pump data logs shows the pump was powered on and the auto-off alarm default setting of 12 hours was disabled on (B)(6)2019. On (B)(6)2019, the first cartridge was loaded onto the pump and insulin delivery began. User set total daily basal insulin to 31.4 units, with basal rates ranging from 0.9 units/hour to 1.9 units/hour. On (B)(6)2019, user adjusted all carb ratios from 7.5 grams/unit to 6.7 grams/unit at 11:06 am, then returned all carb ratios to 7.5 grams/unit at 9:38 pm. On (B)(6)2019, user adjusted the 12-6 am carb ratio to 7 grams/unit. On(B)(6)2019 at 1:32 am, user entered a blood glucose (bg) of 360 mg/dl. Immediately following, user requested a 6.5 unit correction bolus for a bg of 504 mg/dl while still having 2.3 units of insulin on board (iob) from a previous bolus. At 8:11 am, user requested an 8.56 unit correction bolus for a bg of 493 mg/dl. At 12:22 pm, user requested an extended bolus of 13.93 units for 58 grams of carbohydrates and a bg of 387 mg/dl, opting to deliver 10.065 units following confirmation of the bolus request and the remaining 3.865 units gradually over the next hour. This was the last bolus delivered by the pump. At 2:22 pm on (B)(6)2019, two hours after the bg of 387 mg/dl was entered, a high bg reminder was activated. User unlocked the pump screen and dismissed the reminder at 2:32 pm. This was the last time the pump screen was unlocked by the user. This was the last user interaction with the pump until the pump wake button was pressed at 1:21 pm on (B)(6)2019, after the reported time of death. As the auto-off alarm had been disabled, basal delivery continued until all deliveries were manually stopped on (B)(6)2019. Throughout (B)(6)2019, user entered bg values into the pump of 360, 504, 493, and 387 mg/dl. A continuous glucose monitor was not in use with the pump, so it is unknown whether bg came down following the final bolus delivered on (B)(6)2019. The depletion of the estimated volume of insulin in the cartridge in use at the time of death was reviewed and compared to the requested delivery events. The cartridge was filled with approximately 286 units of usable insulin on (B)(6)2019. Review of individual insulin delivery events showed approximately 142 units were requested via basal, 37 units via bolus, and 11 units during the load process, for total delivery requests of approximately 190 units of insulin. A fill estimate of approximately 100 units usable insulin remaining in the cartridge was displayed when all deliveries were stopped on (B)(6)2019 at 11:30 am. The pump appears to have been functioning as intended. There is no evidence that the pump experienced a malfunction or failure. It is possible the user¿s personal profile settings needed adjustment. Delivering a bolus based on incorrectly entered bg values could lead to a low or high bg event. Making bolus requests while still having iob could lead to a low bg event. There is no evidence in the logs that unintended insulin was delivered; the volume of insulin pumped out of the pump is appropriate to the insulin requests. If the user did not re-connect the infusion set correctly during the last cartridge change, the user may not have been getting insulin entering their body causing a high bg.